Manufacturer narrative:
(B)(4). MDR ref#: 9615742-2012-00192 (avaulta posterior). Note: this report corresponds with bard's report# (B)(4) for an "avaulta anterior."

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the patient has experienced vaginal discharge, blood in her urine, severe vaginal pain and pain with sexual intercourse, urinary incontinence, exposed mesh, vaginal cuff wound dehiscence, mesh erosion, pelvic pain, dyspareunia, introitus, cystocele, rectocele, hematuria, urinary tract infection. She has also undergone three additional surgical procedures.

Manufacturer narrative:
(B)(4)

Event description:
Summary of facts. What was the indication for implantation of transvaginal mesh in this patient? Pelvic relaxation. What were the postoperative complications that this patient developed following transvaginal placement of surgical mesh? (B)(6) 2006, underwent vaginal hysterectomy with bilateral salpingooophorectomy, anterior and posterior repair with avaulta complications post avaulta placement: (B)(6)2006 - mellow brisk discharge, small bit of mesh exactly in the midline of the anterior vaginal incision is noted mesh revision surgery: (B)(6) 2006,&#63509;underwent excision of visible mesh for mesh erosion from vaginal support procedure. Following mesh revision did the patient present with serious complications which required additional surgeries? Yes, following as per the available medical records the patient developed complications that required additional surgery. Complications post mesh revision surgery: (B)(6) 2007 - in-office mesh trimming: has had a sharp, twinging pain - a small leg of mesh is visible coming from her left side in the midline of the vagina that was excised. (B)(6) 2007, feels some pressure, the upper arm of the posterior mesh feels as though it wraps tightly- prominent bow from one of the arms of the mesh running in a direction - potential for eroding arm of the support. Interventional surgery: (B)(6) 2007, underwent lysis of band for circumferential vaginal scarred band and status post anterior and posterior repair complications post interventional surgery: (B)(6) 2007 - little bleeding, feels that there are 2 edges where his penis "catches" and produces pain, dyspareunia &#63508;rial of vaginal dilator additional mesh revision surgery: (B)(6) 2008, underwent excision of anterior mesh, excision of posterior mesh and anterior and posterior colporrhaphies. Complications post additional mesh revision surgery: (B)(6) 2010- (B)(6) 2011 - vaginal yeast infection, urinary urgency, burning for the last four days, polyuria, has white vaginal discharge, urinary tract infection (uti).

Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries.